Event description:
It was reported that during a stent/dca procedure in mid left anterior descending, a perforation was observed in the artery wall. A covered stent was deployed to treat the perforation. The pt was reported to be doing well as of the date of this report.